Event description:
It was reported that the rv lead was replaced due to low impedance warnings. Impedance bipolar was noted to be 395 ohms. Capture thresholds and sensing were okay prior to replacement. No patient complications were reported as a result of this event. Further information indicates that the lead was capped. An insulation breach was also reported.